Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rad-57 was "powering off intermittently." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned rad-57 was evaluated. The device intermittently powered on using the internal battery and emitted a low battery alarm due to contamination observed on the instrument board pins and the battery/speaker connector.

Event description:
The customer reported the rad-57 was "powering off intermittently." There was no patient impact or consequence reported.